Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, a possible cause was problems with the rotor and bearings.

Event description:
It was reported that the handpiece began overheating while the equipment was being tested prior to the start of a shoulder rotator cuff repair. There was no patient involvement. There was no user injury or any other adverse consequences reported as a result of this event.